Event description:
The reporter states, that he obtained the following blood glucose comparisons on the accu-chek advantage system; 25mg/dl and 275mg/dl; 33mg/dl and 73mg/dl; 73mg/dl and 25mg/dl. All aforementioned tests were obtained within 10 minutes. No reported actions taken based on the blood glucose results. No adverse event reported. New system sent and return requested.